Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reported that the central nurse's station (cns) shutdown intermittently and was rebooting to a "running check disk" and "system has no paging file" error message. The device was in use on patients; however no patient harm was reported. The returned customer unit was evaluated, and the reported problem of the cns intermittently shutting down could not be duplicated through testing, trouble shooting and extended operation of the device. However, there is evidence of errors in the history, where the hard drive is degraded. The hard drives were replaced and the repaired unit was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) shutdown intermittently and was rebooting to a "running check disk" and "system has no paging file" error message. The device was in use on patients; however no patient harm was reported. The customer sent the device in for repair and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) shutdown intermittently and was rebooting to a "running check disk" and "system has no paging file" error message.